Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial roller pump display was flickering on and off during use. The device was not changed out, as the user was able to finish the case with the suspect device. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.